Event description:
Information received by medtronic indicated that the insulin pump had error code alarm. The customer did not state whether they could clear the alarm and able to complete the rewind process or not. The customer also stated random no delivery alarms and insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.